Event description:
Additional information was received stating that the navigation system was not functional was aborted. A different system was used for the remainder of the case. The manufacturer representative (rep) troubleshot the issue and it was determined that the site didn't shut down the system correctly. The rep cleared the logs on the system which was recommended by technical services and that fixed the communication error.

Manufacturer narrative:
H3) the manufacturer representative (rep) went to the site to test the navigation system. They were unable to boot up. The rep was getting the grub menu upon boot up. They went through the protocol for "I" and "f" solutions. "I" did not resolve, but "f" did resolve the issue. The connection issue resolved and they were unable to replicate after the grub menu. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the reported issue occurred during a tumor based procedure. There was a reported delay to the procedure of fifteen minutes due to this issue. The surgeon completed the procedure with the use of the navigation system.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that when booting up the system, the camera cart displayed the connecting to ip window and then shows no signal. The system gives normal camera beeps on start up. No patient was present at the time of the event. (B)(6) 2020 (rep, for): no new information.